Manufacturer narrative:
The customer reported that their central nurse's station (cns) is producing no sound when alarms go off. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is producing no sound when alarms go off. No harm or injury was reported.